Event description:
An international distributor reported their customer's AED would not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported the AED would not power on with battery sn (B)(6), review of the AED's internal log files found no record of battery sn (B)(6) in the history. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy of battery pack sn (B)(6). The review identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.